Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 3.5x24mm drug eluting stent to an unknown vessel, but was unable to cross the lesion. Upon removal of the stent delivery system (sds) it was noted that the edge of the stent was flared. The procedure was completed with a different device. No patient injuries or complications were reported. Patient status post procedure is noted as good.

Manufacturer narrative:
.